Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer changed the infusion set and did not have time to test the insulin pump. Customer's blood glucose level was 143 mg/dl. The device was not returned.